Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) showed complete atrioventricular block. Subsequently, a permanent pacemaker was implanted four days post implant of the valve.

Manufacturer narrative:
Additional information was received that the permanent pacemaker was implanted on the same day of the valve implant. The updated event date has been added to this report. Patient weight and initials were also obtained and have been added to this report. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.